Manufacturer narrative:
H2-3) the logs and archives were reviewed. The logs captured that the site did a passing trace registration on the date of the issue reported with an accuracy metric of 2.23 millimeters (mm), but did not captured the root cause of the issue. The archive had one magnetic resonance (mr) exam with 160 slices, the site did trace registration with an accuracy metric of 2.2 mm by collecting good amount of trace points spread around forehead and left side of head anatomy. However, few trace points were sunken into skin, hence suggested to include tip of the nose for collecting trace points and use lighter touch while collecting the trace points. As per the case details, the field representative (rep) reported that sterile reference frame was a smaller and older model than non-sterile reference frame, and the reference frame was poked through the drape and seated into the vertek arm. The rep did not note any bunching of the drape under the frame but was not able to reseat the frame during the procedure. Based on the details provided, suspected the size difference between sterile and non-sterile reference frame or frame not re-seated during the procedure might have caused the reported behavior, but there was no way to confirm this. Logs and archives cannot capture this information so would not be helpful. The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during the cranial biopsy procedure, after removing the bony matter of interest the surgeon "was not seeing what he wanted" and reported an alleged navigational inaccuracy by approximately 1 cm. The site switched to ultrasound for the remainder of the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Troubleshooting information was provided. Trace was utilized for registration (including registration orientation). The medtronic representative (rep) reported their sterile and non-sterile reference frames were both likely loaners, and the sterile reference frame was a smaller, older model. The reference frame was poked through the drape and seated into the articulating arm, and the rep did not note any bunching of the drape under the frame but was not able to reseat the frame during the procedure.

Manufacturer narrative:
Brand name stealthstation; product ID 9735737 (lot: 2.1.0); product type: 2543-mnav - system h3: the system was serviced in the field and no fault was found. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.